Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir displayed partial numbers, as a result the numbers could not be read. The humapen memoir was associated with product complaint (B)(4). The patient was the user of the device. The user's training status was not provided. The duration of use was not provided. The device was retained for possible return.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir displayed partial numbers, as a result the numbers could not be read. The humapen memoir was associated with product complaint (B)(4) / lot 1001c02. The patient was the user of the device. The user's training status was not provided. The duration of use was not provided. The device was retained for possible return. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary; and updated the medwatch and EU/ca fields.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported the numbers on his humapen memoir device display partially and as a result he can not read the numbers. The device (batch number 1001c02, manufactured january 2010) was not returned for investigation, therefore no root cause or corrective action could be determined. However the complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly or your healthcare professional.' Improper use and storage - there is no evidence of improper use.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.